Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin and was not cycling the cartridge. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customers blood glucose level. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per the tandem user guide: "do not remove a used cartridge from the pump or load a new cartridge until prompted on the tandem mobi mobile app. Failure to do so may result in damage to the pump or possible over or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.